Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
The patient reported exposed and frayed wires of the patient electronic system's handheld. The patient electronic unit was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. Visual inspection revealed that the handheld cable was frayed with exposed wires. As received, the unit could be powered on, but the handheld cable was frayed and screen unresponsive. A known good handheld was used, and readings were successfully sent. The reported event was due to a frayed handheld cable. Using the known good handheld with the device, diagnostic testing which includes usb ports test, vga display test, audio test, gsm/pots modem test, dsp load test, barometric pressure test, and accuracy test, distance test, and handheld display test were also performed, and no anomaly was observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.